Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Checked voltage of transmitter after up to two hours of charge on gang charger. Found transmitter failed to charge with only 0.07 v by placing unit in a digital multimeter. In conclusion, unable to perform functional, check voltage, led, or rf communication tests due to depleted battery. The customer complaint of led, and not communicating is not confirmed. However, the charging complaint is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged loss of communication between the transmitter and the pump. Customer called with questions or concerns with charging the transmitter. The customer reported no adverse event. The event involved the product mmt-7841zn, mmt-7715. Troubleshooting was performed for loss of communication event and confirmed that the customer called back after fully charging the transmitter but led did not blink when removing transmitter from the charger and the issue was not resolved. Troubleshooting was performed for transmitter- charging issue and it was confirmed there was no visible damage to transmitter, charger battery spring or connector pins. Customer had tried replacing the battery in the charger but led light did not blink. No harm requiring medical intervention was reported. Mmt-7841zn was requested and the customer response was the device would be returned. No product return is required for mmt-7715.